Manufacturer narrative:
Plant investigation: the product sample was returned to the manufacturer for physical evaluation. A review of the manufacturing records did not reveal any abnormalities or discrepancies. The xlung kit was filled with water and connected to a novalung console for testing. The flow was set to 1.9 l/min, and the gas flow was set to approximately 3.8 l/min. During testing, the gas flow was increased up to 10 l/min within 30 minutes. There was no air leakage detected during testing. The oxygenator was then tested for leakage using a static pressure test of 1.2 bar for 15 minutes. No leakage was detected that would indicate a defect in the membrane. During the product inspection, no cause for the described defect pattern could be found. Air leakage was not detected even with increased gas flow, and leakage due to a defect in the membrane was able to be ruled out. The device performed as designed and an associated cause could not be determined.

Event description:
It was reported that air entered the arterial side of the xlung kit during a patient's extracorporeal membrane oxygenation (ECMO) therapy. The user observed an increase in air bubbles with the sweep gas set. When the sweep gas was turned off, the increase in air bubbles subsided in the oxygenator. The xlung kit was inspected for damage prior to use, and no damage was found. It was unknown if there were any console alarms. Log files were requested to see if there were air bubble alarms, and thus far, the files have not been provided. The photo shows the described air bubbles, but there is no visible product defect. The reported issue did not result in blood loss or patient adverse effects, and the patient did not require medical intervention. To resolve the reported issue, they changed to another cmo system (quantum). The sample was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that air entered the arterial side of the xlung kit during a patient's extracorporeal membrane oxygenation (ECMO) therapy. The user observed an increase in air bubbles with the sweep gas set. When the sweep gas was turned off, the increase in air bubbles subsided in the oxygenator. The xlung kit was inspected for damage prior to use, and no damage was found. It was unknown if there were any console alarms. Log files were requested to see if there were air bubble alarms, and thus far, the files have not been provided. The photo shows the described air bubbles, but there is no visible product defect. The reported issue did not result in blood loss or patient adverse effects, and the patient did not require medical intervention. To resolve the reported issue, they changed to another cmo system (quantum). The sample was returned to the manufacturer for evaluation.